Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, high out of range, high voltage lead impedance was observed. The patient was very sick and expired the evening before the surgery.